Event description:
It was reported that the external pulse generator intermittently shut off immediately upon battery removal, instead of continuing to pace for the expected measurement of time. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator intermittently shut off immediately upon battery removal, instead of continuing to pace for the expected measurement of time. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that the generator intermittently shut off immediately upon removal of the battery. Analysis did find that the upper case was broken and damaged, the lower case, liquid crystal display lens and both bail covers as well as the ring cover were broken, one board flex was creased, the battery contacts were compressed, both bails were bent, the ring was missing, the battery drawer was contaminated and the liquid crystal display gasket was seeping out. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.